Event description:
The user facility reported that during a patient procedure which included use of a 360 degree scalpel handle, part of the handle detached and the patient obtained a cut.

Manufacturer narrative:
Hu-friedy has contacted the customer to obtain additional information regarding the reported event and requested the device to be returned for evaluation. The investigation into the reported event is in process; a follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
Based on the investigation performed by hu-friedy, the tip of the 360 degree scalpel handle separated due to production personnel over buffing the handle during the press fitting process. The device subject of the event was returned to hu-friedy.